Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not able to connect to their implant to turn the stimulation off and the issue began months ago in 2023. Patient mentioned feeling the stimulation on the table and "zapping me to death". Agent walked patient through resetting the handset and c ommunicator; handset showed not found. Patient noted the communicator was blinking yellow then stopped blinking. Agent instructed patient to insert communicator in the wall to charge and reviewed once the communicator is charged then patient will be able to connect the implant and communicator to their handset. Agent informed patient they can call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.